Event description:
It has been reported that a revision surgery was performed due to loosening. A gii femoral component was revised. The date of the primary surgery is unknown. The part and lot number is unknown. It has also been reported that the product will not be returned.